Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified external iliac artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 6 atmospheres for 2 seconds. The device was removed without issue using the normal method, and the procedure was completed with another of same device. There were no patient complications as a result of this event, and the patient's condition was satisfactory post-procedure.